Event description:
It was reported per expedited quality review report: pump was on pt. Error 8 no communication. The pump gave error 8 a few hours after therapy began. Actions: the fiberoptix sensor ('fos') board & front end board ('feb') were replaced. When "we checked the pump, it worked correctly. It zeroed correctly, we tried to replace the fos & the error 8 resumed. Additional info received on 12/18/09 from the service mgr ('sm') explained in more detail what happened to the pump, (B)(4). When the sm first checked the pump, it was on a pt, with a "red cross" on fos light bulb & error 8 message displayed on lcd monitor. After a few days, the sm received a call from the ward informing him that the pump was not in use anymore & was available to be checked in order to investigate the problem. At first examination, the pump did not show the error 8. The sm replaced the fos board (77-1070-002) & then, with the pump on, the error 8 resumed. "We then replaced the feb (77-1010-003), because sometimes this error is due to the malfunctioning of the feb just mentioned. We checked the pump after the replacement of the following parts: the fos board 77-1070-002x, and the feb 77-1010-003 & no problems were evident anymore. We did zero the fos using the simulator with success a number of times." There were no reported pt complications.

Manufacturer narrative:
(B)(4).